Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that during use the ventilator touch panel "lower part" malfunctioned. The customer performed a touchscreen calibration. However, the issue continued. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 21jan2019. Date rec'd by MFR: 15jan2019. The service engineer (se) inspected the device and replaced the touchscreen. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.